Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. Upon re-positioning the balloon and ballooning the seal zone more aggressively, the patient's blood pressure was observed to have dropped and extravasation of the vessel was observed near the level of the aortic body graft collar indicative of an aortic rupture. An iliac limb extension stent graft and an aortic cuff were implanted at the level of the seal zone followed by the placement of a balloon expandable stent, successfully resolving the type ia endoleak and aortic rupture and excluding the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.